Manufacturer narrative:
(B)(4). Date sent: 9/21/2023. D4: batch # x9612t. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the mcm30 device was returned with no apparent damage. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was cycled and it fed and formed 4 conforming clips; in the next actuations, no clips were fed into the jaws even though the device was being actuated in several occasions. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the feeder spring was found damaged causing the feeding failures. 13 clips were found inside clip track. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 8/24/2023. B3: unknown, assumed first day of month that complaint was reported. D4: batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the device fired malformed clips and locked out. No patient consequences.